Event description:
Prolonged bleeding, absent periods, cyst, painful stabbing pains, hair loss, hair growth not on my head. Difficulty loosing weight, mood swings hot flashes. Vertigo, insomnia. Route: endocervical. Date of use: present still have, (B)(6) 2009 - (B)(6) 2013. Diagnosis or reason for use: birth control.